Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that he was having issues with the sensor. Customer stated initially that he had hard time removing the introducer needle but was able to get it off and sensor was flat against his skin. Customer's blood glucose was 130 mg/dl. Customer would like to block the order since the sensor is working. No further information provided.